Event description:
It was reported that pump display showed only backlight with no graphics, which affected ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within specified timeframe, then program settings and reconnect continuous glucose monitor on replacement pump.